Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), nervous system disorder ("nuero condit/prob"), alopecia ("hair loss") and vertigo ("vertigo") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dyspareunia, allergy to metals, nervous system disorder, alopecia, weight increased and vertigo outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, genital haemorrhage, nervous system disorder, pelvic pain, vertigo and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Events : dyspareunia (painful sexual intercourse), pelvic/abdominal,gen. Abnormal bleed,nickel allergy, nuero condit/prob, hair loss, weight gain, vertigo were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included amlodipine. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6) 2017, the patient experienced vertigo ("vertigo"). In 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and nervous system disorder ("nuero condit/prob"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dyspareunia, allergy to metals, menorrhagia, vaginal haemorrhage, nervous system disorder, alopecia, weight increased, vertigo, bladder disorder, urinary tract disorder, amnesia, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems, memory loss, rashes or skin conditions and essure confirmation test not done. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.